Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and mesh was implanted. The patient experienced severe pain and constant infections. The patient underwent a second procedure three months after the initial procedure and the mesh was partially removed. In 2015, the patient underwent another procedure for partial mesh removal. The patient reported the mesh was too tight. No additional information was provided.